Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer awoke with an elevated blood glucose (bg) level of 523 (mg/dl). Reportedly, the cartridge dislodged from the pump. The customer reloaded the cartridge and resumed insulin therapy. A bolus was delivered and water was consumed to treat bg level.